Event description:
Event occurred during conversion of a femoral nail to a left hemi hip. When impacting the cone body on to the distal stem, the patient's femur fractured. The stem construct was implanted and two cable and sleeve sets were added. Procedure completed successfully with a delay of approximately 10 minutes.

Manufacturer narrative:
Reported event: an event regarding intraop fracture involving a restoration modular stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that fracture of the femur occurred during impaction of the restoration modular cone body onto the stem and that the fracture was addressed intraoperatively. The exact cause of the event could not be determined because insufficient information was provided. Further information such as intra- and post-operative x-rays and the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.